Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to nerve proximity and the patient developed pain. Tooth location 27.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, dried bone around the implant and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for bost413 dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the possible devices related to the reported events. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was non-conforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.